Manufacturer narrative:
The thermogard in the complaint was evaluated at customer's site. The customer's reported complaint of the thermogard xp ivtm console displayed tcmid: 01 (pump failed) error message was confirmed in the archive review and during the initial functional testing. The roller pump raceway was replaced to remedy the reported issue. The console failed functional testing with tcmid: 01 (pump failed) error message, thus confirming the reported complaint. No physical damage observed on the console during visual inspection. Archive log was review confirmed that the raceway was not functioned properly. Following the service and repair, the thermogard console was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4). Date of event is unknown.

Event description:
As reported, during device check, the thermogard console displayed tcmid: 01 (pump failed) error message. No patient involvement.